Event description:
It was reported that post-paced t-wave oversensing (pptwos) was detected on the device. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming the device.